Event description:
It was reported that during the procedure, difficulty was encountered when advancing the dilatation catheter through a tortuous anatomy and following inflation, the dilatation catheter would not deflate. The catheter was twisted, and deflation was achieved. During the procedure, the patient experienced chest pain, a decrease in blood pressure and ventricular tachycardia, which was cardioverted. The patient was eventually sent for emergency coronary artery bypass surgery. Reportedly, the patient was initially unstable and the patient's difficulties and need for surgery were not attributed to the deflation issue.